Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5

Event description:
A user facility registered nurse (rn) reported a hemodialysis (hd) patient was dialyzing on the machine when a blood leak was noted from the machine. Minimal blood loss was reported and blood was noticed leaking from the blood pump section of the dialysis tubing on the dialysis machine. There was a visible crack in in the line of the tubing. Upon follow up received, the clinic manager (cn) stated that the combiset tubing was used for treatment and a blood leak alarm occurred 1.5 hours after the start of a patient¿s hemodialysis treatment. It was reported that the blood leak was visible from the tubing. The cn confirmed that the machine, a fresenius 2008t machine, was not affected or removed from service as the leak was observed from the tubing. No further damage and/or defects were noted. A fresenius 180nre dialyzer was used for treatment and the patient's blood was able to be returned. The cn stated that the patient¿s estimated blood loss (ebl) was between 50-100ml. The cn confirmed there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on the same machine and treatment completed successfully with new tubing lines. The complaint device was no longer available to be returned to the manufacturer for evaluation.

Event description:
A user facility registered nurse (rn) reported a hemodialysis (hd) patient was dialyzing on the machine when a blood leak was noted from the machine. Minimal blood loss was reported and blood was noticed leaking from the blood pump section of the dialysis tubing on the dialysis machine. There was a visible crack in in the line of the tubing. Upon follow up received, the clinic manager (cn) stated that the combiset tubing was used for treatment and a blood leak alarm occurred 1.5 hours after the start of a patient¿s hemodialysis treatment. It was reported that the blood leak was visible from the tubing. The cn confirmed that the machine, a fresenius 2008t machine, was not affected or removed from service as the leak was observed from the tubing. No further damage and/or defects were noted. A fresenius 180nre dialyzer was used for treatment and the patient's blood was able to be returned. The cn stated that the patient¿s estimated blood loss (ebl) was between 50-100ml. The cn confirmed there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on the same machine and treatment completed successfully with new tubing lines. The complaint device was no longer available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported a hemodialysis (hd) patient was dialyzing on the machine when a blood leak was noted from the machine. Minimal blood loss was reported and blood was noticed leaking from the blood pump section of the dialysis tubing on the dialysis machine. There was a visible crack in in the line of the tubing. Additional information was requested but was not received to date.